Event description:
It was reported that insulin pump has been exposed to moisture damage. It was also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
All of the buttons function properly. No keypad anomaly noted. The keypad connector was inspected and no anomaly noted. All operating currents are within the specification, no unexpected low battery, battery out of limit, or off no power alarm noted. No moisture damage noted inside the device. It also had minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.